Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case loose inside the opened carton. Viscoelastic was dried on the lens. The optic was in a misfolded "up" position in dried viscoelastic. One haptic was folded onto the anterior optic surface. The other haptic was misfolded under the optic and adhered in dried viscoelastic. Information was provided that indicated the use of a qualified cartridge and handpiece. Information was provided that indicated the use of a viscoelastic, which was not qualified for the combination use. The root cause may be related to a failure to follow the dfu. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was loaded into cartridge and would not advance when the surgeon tried to inject the lens. A new lens, cartridge, and injector was used to complete the procedure with no reported patient harm. Additional information has been requested.